Event description:
Boston scientific received information that a revision took place due to an exit block and no pacing was noted on the left ventricular channel. An fluoroscopy revealed that this lead had dislodged. A revision procedure took place and this lead was replaced with another lead. This left ventricular lead was discarded at the hospital and will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.